Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Per customer, no patient information will be provided.

Event description:
It was reported that the syringe pump module alarmed "channel no longer able to work" very loudly with a red banner. The nurse stated that there was an unspecified error code to change the pump because it would no longer function. The event occurred in the cardiac intensive care unit (ICU). There was no patient harm.